Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was over 200 mg/dl. She was trying to do a infusion set change and during the fill tubing she received a no delivery alarm. She tried several times and that is when she received the motor error alarm. She could not complete the set change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to perform the a21 error test, occlusion test and the excessive no delivery test due to motor error alarm also, unable to verify e70 alarm in the alarm history due to history file overwritten. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had partially broke reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, missing endcap sticker, cracked reservoir tube and reservoir tube window cracked.